Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress.

Event description:
Mobi-c p&f us: device removal - revision. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose device removal. Additional information was received on june 21st 2019: the problem was recurrent axial neck pain due to lack of bony on growth of one of the end plates of the arthroplasty-bone interface, a non-union. Additional information was requested. Investigation ongoing.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that a revision surgery was performed to remove a device as the patient experienced recurrent axial neck pain due to a non-union to the implant endplate. No further information was provided.